Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation result: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the balloon was inflated without a problem; however, the balloon would not hold pressure due to the two pinholes at the proximal ro marker and another one at the distal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the mid bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, it was noticed that the balloon leaked. Reportedly, the balloon was removed from the patient. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.